Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller said patient's device was non functional. The caller did not have any additional details. No patient symptoms were reported. They were redirected to the patient's healthcare provider to interrogate the device.